Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The system power manager (spm) was analyzed. This spm unit was tested, programmed and system started at normal mode with no errors and failure message. Verified all axes with no errors and failure. Power cycles 10x and all passed. The assembly remained on the system in idle in normal mode overnight, with no failure. Checked spm charge feature and it passed. The complaint was not confirmed by failure analysis however the errors were confirmed and verified via error logs.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, there was a no battery backup message on the system screen. The intuitive technical support engineer (tse) had the customer verify the patient side cart (psc) switch was in the correction position. The customer stated they found the psc power switch in the off position in the morning. The tse asked customer for the battery led status, and it showed one red led indicating 10% charge. The customer stated that the battery led had been on red led for the past 2 hours. The customer confirmed that the fans could be heard running at the psc. The tse did not perform further troubleshooting since the customer was in a procedure. The tse viewed the logs and verified errors 858, 824, and 816. The procedure was completed with no reported injury.

Manufacturer narrative:
A field service engineer (fse) was dispatch on site to investigate the reported problem. The fse replaced the system power manager (spm) to address the battery issues. System tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Intuitive surgical inc. (Isi) has received the spm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.